Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, the device was not displayed in the corresponding shape, it was open in flower on the rx and in the browser it appeared in basket, additionally one of the splines was broken before the catheter was used and a physical damage was reported on the guidewire lumen. The device was replaced, and the procedure was completed without patient complications. The device is expected to return for laboratory analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was first visually inspected, and no abnormalities were found. The planarity and shape of the catheter's splines were measured and were found to be within specification. Next, they connected the catheter to a known good system with a known good cable and received a '1201 - bad header' error. This error indicated the catheter's eeprom was corrupted and prevented further electrical testing. Based on all the available information boston scientific concludes that there was no evidence that the catheter had any physically broken splines in the array. The catheter was returned with no abnormalities that were physically present. However, when the catheter was connected to the system and electrical problem was identified that could have led to the catheter's shape display to be inaccurate or may have prevented the catheter from being visible on the system at all. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, the device was not displayed in the corresponding shape, it was open in flower on the rx and in the browser it appeared in basket, additionally one of the splines was broken before the catheter was used and a physical damage was reported on the guidewire lumen. The device was replaced, and the procedure was completed without patient complications. The device is expected to return for laboratory analysis.